Event description:
It was reported that there was a delay, when the x-ray button is pressed on the 9600+ system and when the x-rays are made. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found pin in the lemo receptacle pushed in. Repair of pin completed. The system was tested and found to be working as intended and placed back into service.